Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed; high thresholds, exit block, high impedance, and noise. It was also reported the lead was possibly fractured and there were high frequency non-sustained ventricular tachycardia episodes. The lead was removed, replaced, and no patient complications have been reported as a result of this event.